Event description:
It was reported by the rep the device was used during a laparoscopic gastric tumor resection. It was reported--two firings were made across the gastric tissue. A total staple line of approx 5cm. The distal 1cm staple dehisced and a re operation took place to close the perforation. The other 4cm was stapled adequately. The re operation was performed with suture to over sew the perforation. It was reported the reload could have been misloaded. The rep will attempt to obtain add'l info.